Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact of a peritoneal dialysis (pd) patient reported that the second line on their cassette is not attached and comes out. There was no patient harm or adverse event reported. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: six companion samples were received with original package. The companion samples were visually inspected and was found that the liberty set is acceptable, and no damages were observed. In addition, the samples were tested in the cycler and worked as intended without any abnormalities during the tested period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. During the evaluation of the samples, the alleged failure was not confirmed.

Event description:
A patient contact of a peritoneal dialysis (pd) patient reported that the second line on their cassette is not attached and comes out. There was no patient harm or adverse event reported. Additional information was requested, however; to date has not been provided.